Event description:
On (B)(6) 2012, the patient reported that the piston rod in his infusion device had rust on it. Five weeks ago, he was at a doctor's appointment when the doctor noticed the rust and the patient has not used the device since. The patient thinks the device was delivering too much insulin due to the piston road being rusty. The patient was in the hospital due to low blood glucose levels 5 weeks ago. He had been having low blood glucose levels for about 5 weeks before going to the hospital. The incident occurred at 11:00pm. The patient was lying half off his bed and was unable to talk and lost consciousness. The patient was found by his brother, he was in hypoglycemic coma. 911 was called and the ambulance arrived and the patient's blood glucose level was tested and was 27 mg/dl. He was transported to the hospital. He was admitted to the emergency room and was there for 8 hours. The patient thinks he received an IV of a glucose solution. His normal blood glucose range is 150-200 mg/dl. His doctor wants his target to be 140 mg/dl at night. The patient thinks the rust on the piston rod may have come from insulin leaking form the insulin cartridge. The insulin cartridge and infusion set have been discarded. The infusion device and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2012. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meet the specification. All alarm functions were tested successful and no malfunction could be observed during the technical investigation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.